Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell, crease fold, missing, wear abrasion leak test was performed and found opening on anterior. A microscopic analysis was performed which identified a striated edge opening, consistent with use of a surgical tool on anterior side. The fill test inspection was performed the result is no blockage. Based on the device analysis the final assessment is: a striated edge broken on anterior side due to surgical damage. A piece of the shell is missing the assessment is inconclusive. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.